Event description:
A malfunction was reported on the pump, identified by malfunction code malf 5. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, after which the malfunction code did not reappear. The customer was advised to continue using the pump and to report any recurrence of the malfunction code. No additional information was provided regarding the outcome of the event.